Manufacturer narrative:
Investigation summary: bdj could not find visual abnormality in the sample. Defect only related to atom components. Leakage was found during the investigation. Lot number is unknown. The root cause might be excessive force was applied to the complaint item.

Event description:
It was reported that the IV set/n35/20drop/cqx1/ll leaked from the connection of the stopcock and extension tube. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.the reported lot numbers [1805231c and 1803191c] were not found for the reported catalog number [515541-zat].(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set/n35/20drop/cqx1/ll leaked from the connection of the stopcock and extension tube. There was no report of exposure, injury, or medical intervention.